Manufacturer narrative:
The ventilator was investigated by our field service engineer. It was noted that the alarms for high peep was caused by a blockage in the bacteria filter on the expiratory side. The filter was of another brand and was discarded. The ventilator was cleared for clinical use. Provided ventilator logs confirms the reported alarms. There are no indications of ventilator malfunction. The root cause of the event was a blockage in the bacteria filter on the expiratory side.

Event description:
It was reported that the ventilator generated alarms for high peep (positive end expiratory pressure). There was no patient harm. Manufacturer's ref (B)(4).